Event description:
On (B)(6) 2010, the patient experienced diaphragmatic stimulation and swelling around the pocket site. The patient presented in clinic; inspection of the pocket site revealed a hematoma. Left ventricular capture threshold testing found that diaphragmatic stimulation was evident in all configurations and high capture thresholds were noted. A chest x-ray was performed; microdislodgement was suspected. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.